Manufacturer narrative:
The reported events of inadequate capture and high impedance were not confirmed. A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold and lead impedance was observed on the rv lead during implant procedure. The lead was attempted to be repositioned multiple times and thresholds and impedance remained high. Physician elected to use a different lead which showed normal values. Patient was stable post procedure.